Manufacturer narrative:
Correction: b3 manufacturer internal reference number: (B)(4).

Manufacturer narrative:
The device was returned for analysis. However, the evaluation of the device is pending. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Once the investigation is completed, a supplemental report will be submitted. Manufacturer internal reference number: (B)(4).

Event description:
On (B)(6) 2026, dr. (B)(6) reported that a 50-year-old female patient presented to his (B)(6) dental center office with concerns related to a previously placed dental implants. The implants placement was performed on (B)(6) 2025 at tooth locations #04, #08, #11. It was reported that the implant was placed following an immediate extraction and was immediately loaded. The patient presented with a loose pmma prosthesis, and upon taking an x-ray, it was identified. Additionally, the doctor noted mua and ao4. During the examination the discovered that the implants and screw had fit issues. The implants are removed on (B)(6) 2026 using hahn prosthetic kit and was not replaced. The patient exhibited symptoms of inflammation, pain, discomfort, and infection. Additionally, the doctor noted that the patient did not follow the at home care instructions to keep the area clean. After removal of the implant, the patient was provided with a denture to allow for healing. The patient did not sustain any permanent injury, and no additional medical or surgical procedures were required. It was further reported that the patient had type ii bone quality and poor oral hygiene. No abnormalities were noticed with the implant package.